Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results from 1 patient sample tested for thyrotropin (tsh), free thyroxine (ft4) and ft3 - free triiodothyronine (ft3 iii). The customer provided the patient sample for investigation. Of the data provided, erroneous ft3 iii results were identified between the customer's e602 analyzer, an e 170 analyzer used at the investigation site and an e411 analyzer used at the investigation site. The erroneous results were reported outside of the laboratory. No adverse event occurred. The e 170 analyzer serial number was (B)(4). The e411 analyzer serial number was (B)(4). The ft3 iii reagent lot number used at the investigation site was 124419 with an expiration date of 12/2016. The serial number for the customer's e602 analyzer was not provided. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the information provided a general reagent issue can most likely be excluded. When comparing results from different analyzers, variances can be expected.